Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The reporter states the use of "methylcellulose" as a viscoelastic, which is not qualified to be used with the associated product. The reported complaint was not observed as no sample was returned for analysis, the reporting facility did not provide a lot number or any identification of the product; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the haptic of the iol was positioned in front. Additional information indicates that there was no patient harm and no patient contact.